Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer refused any further troubleshooting however cts followed up with customer on a later call but caller refused any further troubleshooting. The customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.